Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade I, bleeding, rupture

Event description:
Patient reported of the right side device: "busted" and "lost lots of blood". Later healthcare professional reported "ruptured implant" and grade I capsular contracture. The device was explanted.